Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16544), was submitted on 18-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 15-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010495, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010495 was manufactured according to the work instruction (wi) version 120 in the line li38 - inset 3, on 15/feb/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b01320 was manufactured according to the form-4905294 version 66.0 and manufactured in the machine spot 03, on 14-feb-2025, with a total of (B)(4) units. The lot 5b00196 was manufactured according to the form-4905294 version 66.0 and manufactured in the machine 5c01, on 05-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occured in the united states it was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.